Manufacturer narrative:
The lead was not returned for analysis. Therefore, the manufacturing process for the lead was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. The ICD was received for analysis and inspected. Upon receipt the device was interrogated. The interrogation could be properly performed and revealed the mos1 battery status. All electrical parameters were verified and showed a normal device behavior. Especially, the current consumption and the battery state of discharge were found normal and as expected. There was no indication of a device malfunction.

Event description:
It was reported that this ICD was prophylactically explanted during a rv lead revision approx. 39 months after the implantation. Please note this ICD is affected by a field safety corrective action, bio-lqc, initiated in (B)(6) 2021.